Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer implanted for urinary dysfunction and gastrointestional/pelvic floor. The consumer reported experiencing a sudden loss or change of therapy "about two weeks ago." The patient moved and the device was turned off. The patient did not have their programmer to turn it back on so their symptoms returned. The patient was back to using catheters and she "could not pee at all".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.